Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the lot number of the product? Unknown. What is the date and name of the index surgical procedure? Surgical procedure date: (B)(6) 2016. Name of the procedure: hemisected tooth extraction. What date was the blood test performed? What is the physician¿s interpretation of the blood test results? The blood test was done on 05/10/2016. Physician¿s interpretation: some blood test results were not within the normal limit. The doctor commented to the patient that there was no problem. How much surgicel was used during the procedure? No information. Was the surgicel product left in place? If so, how much? No information. When did the patient present with the symptoms and what are the symptoms? Symptom onset was unknown. Symptoms are tinnitus, tongue swelling, and decreased tongue sensation. Has any surgical or medical intervention taken place as a result? Blood test and brain MRI were done. No information regarding surgical or medical intervention. Were any concurrent products used during the procedure? No information. What does the surgeon opine is the etiology of this event? Symptoms have been developed on (B)(6) 2016. The patient visited the hospital on (B)(6) 2016. And surgicel was used at (B)(6) 2016. The symptoms have been developed before first visit and tooth extraction. Doctor stated that there is no relation between surgicel and symptoms. What are the patient¿s demographics ¿ age, date of birth, gender, bmi, past medical history? (B)(6). Dob unknown. Female. Bmi unknown. Pmhx unknown. What is the patient¿s current status? Currently the patient has sever tinnitus.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the product? What is the date and name of the index surgical procedure? What date was the blood test performed? What is the physician¿s interpretation of the blood test results? How much surgicel was used during the procedure? Was the surgicel product left in place? If so, how much? When did the patient present with the symptoms and what are the symptoms? Has any surgical or medical intervention taken place as a result? Were any concurrent products used during the procedure? Has any surgical or medical intervention been taken as a result? What does the surgeon opine is the etiology of this event? What are the patient¿s demographics ¿ age, date of birth, gender, bmi, past medical history? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a divided tooth removal procedure on unknown date and the absorbable hemostat was inserted into the patient&#62688;teeth. On (B)(6) 2016 following the procedure, the patient appealed to the doctor about developed symptoms such as ear noise, tongue numbness and paralysis. On (B)(6) 2016 the patient received a blood test. The patient underwent MRI of the brain, but no issue observed. It was also reported that the patient is still experiencing ear noise and swollen and insensitive tongue. Additional information has been requested.